Manufacturer narrative:
(B)(4). Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection under microscope was performed. Lens returned was cut in two pieces. Residue of viscoelastic solution were observed on lens. One of the haptics was observed detached and distorted. The customer's reported event could not be verified. Manufacturing record review: a review of the manufacturing records was performed. The manufacturing process was evaluated and the devices were manufactured within specifications. No non-conformance reports, deviations/discrepancies were issued during the manufacturing process of this production order. A search of complaints revealed no additional complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted into the patient's eye and the doctor did not like the lens placement. The lens was removed and replaced in the same procedure, the incision was enlarged to remove iol, there was one suture, no issue with the cartridge, no issue with the hand piece, and the patient is fine. The lens was successfully replaced with the same model and size lens. No further information was provided.